Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor speed was low. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: new zealand.

Event description:
It was reported that during surgery, the dermatome was not working properly. Low motor speed was confirmed after final investigation. There was no information available regarding the patient impact. An alternate device was available for use. Due diligence is complete; no further information is available.